Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82346070 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mmx 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation making it impossible to pressurize to the specified pressure. The procedure was completed using an unknown device. There were no reported injuries to the patient. The device was discarded due to infectious disease.